Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 cubie pocket a5 had failed, was unable to recover and required maintenance. A field service engineer (fse) ran hardware test application (hta) and found the cubie was broken and would not force pop. The cubie was manually removed, replaced with a new one, and tested successfully. Hta was run, and the drawer was tested. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie had failed and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.